Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: lasso nav variable eco (model# d-1343-01-s, lot# unknown). (B)(4).

Event description:
It was reported that a male patient underwent an atypical flutter ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient was prepped and draped in the normal fashion by hospital staff. After the transseptal puncture with the st. Jude brk needle, just after catheters were placed in the body, the physician noticed that the patient¿s blood pressure was decreasing. A transthoracic echocardiogram was done by the physician and it showed a pericardial effusion that required treatment. No ablation was applied. The flow setting was low flow at 2ml/min. There were no error messages observed on biosense webster equipment during the procedure. It is unknown if the patient received anticoagulant. The procedure was delayed by 40 minutes. The patient was stable following the procedure and sent to recovery. The patient did require extended hospitalization to monitor vitals. The physician commented that he believed it was caused during the transseptal puncture.